Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received but has not been evaluated. (B)(4).

Event description:
An ophthalmic surgeon reported that the vitrectomy probe cutter suddenly stopped actuating during cataract and vitrectomy procedure. The problem was resolved after replacing the cutter with another one and the surgery was completed with no harm to the patient.